Manufacturer narrative:
The reported event of low lead impedance was not confirmed. Final analysis found damage that was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an implant procedure. During the procedure, the right atrial lead was unable to be implanted due to the inability to extend the helix. The lead was removed and replaced. The new atrial lead exhibited low pacing impedance. The physician decided to remove the atrial lead and program the pacemaker to single chamber. There were no patient consequences.